Event description:
Complainant alleged that while attempting to monitor a (B) (6) patient after an anaphylactic reaction, the device powered on without display. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device has not been received, and this complaint is still under investigation.